Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.

Manufacturer narrative:
The reported event was not duplicated; however it was confirmed through component inspection. Based on a review of the risk documentation, a potential cause for the ram bushings producing metals shavings is wear at the bushing/rod interface. The device was repaired and returned to the customer.